Manufacturer narrative:
(B)(4). The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received without the original battery cap. Unable to verify battery cap damage. The pump was also received with the case cracked behind the pump near the battery compartment, serial number label missing, and cracked battery tube threads.

Event description:
Information received by medtronic indicated screen was blank. The customer reported that the insulin pump was cracked at the back and battery compartment and that they were unable to lock battery cap in insulin pump and the serial number was worn off back of insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.